Event description:
Have a recalled phillips CPAP. Contacted phillips and it confirmed it was a recalled product. Asked for it to be returned. I told them I needed it for severe sleep apnea. Was told they could only replace it with a new prescription from my doctor. Told them I wasn't going thru the expense or time for a whole new sleep study. They said they'd get back to me. They haven't. FDA safety report ID# (B)(4).